Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 1091352. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.

Event description:
It was reported that the bd luer-lok¿ tip syringe was discolored with loose, foreign particles in it. The following information was provided by the initial reporter: "the customer received discolored and loose particles on lot# 1091352 exp: 3/31/2026."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe was discolored with loose, foreign particles in it. The following information was provided by the initial reporter: "the customer received discolored and loose particles on lot# 1091352 exp: 3/31/2026."